Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient needed to surgically receive a temporary pacemaker during the upgrade procedure. When the physician connected this right atrial (ra) lead, the pacing impedance was high and out of range. The physician elected to explant and replace the ra lead to resolve the event. The lead was returned for analysis. The patient was stable with no additional adverse consequences.